Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket discomfort and increased ipg charging. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was discarded.